Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty inserting the right atrial (ra) lead into the header of this pacemaker was experienced. The ra lead was eventually seated properly and all lead integrity measurements were within normal limits. The device and lead remain in service. No adverse patient effects were reported.